Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information was made available regarding the event. The root cause remains undetermined. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown; therefore, the exp date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) via cst that right after an arthroscopic surgery of latarjet type, which included relatively high use in a vapr cool pulse 90 electrode with hand controls, a second degree burn was discovered on the patient's outer skin around the area that surgery was performed - from the upper shoulder to the arm. The hypothesize is that the burn was caused by the water coming out the joint boiling after warmed during the electrode's use in the surgery. It should be noted that the electrode was not connected to active suction during surgery, which may have caused the water in the joint to be especially hot. It was reported that the patient experienced a burn. There was no delay in the surgical procedure as the same was device was used to complete the surgery successfully. Therefore, there was no need for a spare device. There was patient involvement. The status of the patient post-surgery was unknown. There was no surgical intervention planned. It was not reported if there was a prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.